Event description:
On 12/08/06, prepared hydromorphone 1mg/1ml in ns, prepared 1 250ml bag; contents =250mg hydromorphone in a total of 250ml ns, final concentration - 1mg/1ml. Empty container was a intravia empty container produced by baxter product #2b8012 lot- ur337071. On 12/10/06, nurse hooked up pt and left home, several hours later pt's daughter called to say bag was leaking, bag was replaced. On 12/11/06 had leaking bag returned to home health co branch, where it was discovered that both bag ports-additive port and infusion port were loose and could be easily removed from bag by gentle twisting, notified baxter of event and event was assigned tracking #. The container did not show any signs of tampering. I am concerned if this is a manufacturing defect that other bags could become contamined and cause pt harm, assuming this defect is present in other bags of the same lot number.